Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device (moderate atherosclerotic disease of the aorta and visceral vessels and severe atherosclerotic disease of the iliac arteries). Inherent risk of procedure (endoleak). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (moderate atherosclerotic disease of the aorta and visceral vessels and severe atherosclerotic disease of the iliac arteries).

Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an 4.75 cm abdominal aortic aneurysm. Aneurysm morphology at the time of imlant is unknown. Thie patient has moderate atherosclerotic disease of the aorta, and visceral vessels, and severe atherosclerotic disease of the iliac arteries and diverticulosis. It was rpoeted that four months post stent graft impalnt, there was a type I endoleak, with aneurysm enlargemnt, which was repaired with two aortic cuffs. It was also reported that the renal artery was occluded and treated with a stent. The patient presented approximately 16 months later. It was reported that the aneurysm had enlarged to 5.25 cm in diameter. The patient was treated with two iliac extension cuffs approximately 25 months post initial stent graft implant. The films were sent to an outside physician and film evaluation pending. No additional clinical sequelae were reported and the patient is fine.